Manufacturer narrative:
Analysis of the log files from the AED showed that the AED is functioning as designed. On (B)(6) 2024, the AED identified that the AED battery was getting low and attempted to alert the user by flashing its red asi and chirping. The AED continued to flash and chirp until on (B)(6) 2024 when the battery pack was measured at a critically low state and the AED began reporting replace battery pack now. The AED continued to flash and chirp until on (B)(6) 2024 when the battery pack became completely depleted. There was no evidence in the electronic logs of any human interaction to address the aeds condition until on (B)(6) 2025 when a replacement battery pack was inserted into the AED. The review identified that the AED is functioning as designed and can stay in service.

Event description:
An international distributor reported their customer's AED battery was depleted. They reported that this did not occur during patient use.